Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 409 mg/dl; cause was unknown. Customer administered a bolus via the pump and was treated with intravenous fluids of saline and insulin in the ER to address the elevated bg. Reportedly, the customer was released the next day with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended, and no issues were found with the cartridge, insulin, or infusion set.